Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies. It was noted that the helix/ lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the day after implant, the patient was checked and the atrial lead had increased thresholds. A few days later, the patient had severe pain resulting from a small perforation in the atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.